Event description:
It was reported that there was loss of capture and out of range impedance on both leads. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that during device implant the sensing and threshold levels obtained through the analyzer were significantly different than those obtained from the device. Readings were tested through the analyzer again and similar readings were received. The device was not implanted and was replaced. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device as returned, analyzed and no anomalies were found.